Manufacturer narrative:
Internal scratches were likely made by a mating instrument that was inserted improperly, then partially pulled out, rotated 180 degrees, and reinserted.

Event description:
Metal shavings reportedly observed inside resectoscope sheath druing handling. No pt injury reported.